Event description:
Allegedly the patient was revised due to dislocation subluxation; pain; adverse soft tissue reaction to particle debris (left).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00281. This report will be updated when the investigation is complete. This event occurred in (B)(6).